Event description:
The following event was reported. The opn nc would not deliver through a concentric highly calcified lcx lesion in several attempts. The physician reported that catheter friction was felt during insertion and the shaft broke proximally. The event did not affect the patient, who was discharged home after the intervention.

Manufacturer narrative:
During a retrospective quality improvement effort this complaint was assessed as reportable. A corrective and preventive action has been initiated to address the reportability of complaints. The physician tried to insert the opn nc across a concentric highly calcified lcx lesion. The product would not deliver and the proximal shaft broke. After prepping the lesion with multiple catheters (compliant, cutting and nc), the lesion was finally treated with another opn nc. Excessive force may have been applied when trying to proceed through a highly calcified lesion, causing the device to buckle and ultimately break. The instructions for use state in the precautions and directions for use sections: "if resistance during insertion is encountered do not use force to advance the ptca dilatation catheter as this may result in damage to the ptca dilatation catheter. Stop the procedure and determine the cause." A review of the lot history record identified no manufacturing non-conformities issued to the reported device or lot specific quality issues. Analysis of this complaint failure mode showed that the severity and frequency of this failure mode is within the current approved risk acceptance criteria. The event did not affect the patient, who was discharged home after the intervention.